Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the following event on the left side of the body of vertebra was reported .the surgeon was instructed to withdraw the cement cannula up to the first line markers in the trocar after the completion of the augmentation phase. Beyond the end of the hardening phase of the cement , the trocar has to be drawn out under rotating movements. The processing time window of vertecem at this time was 22 minutes. The pull of the trocar under rotating movement, was much more difficult as in the previous kyphoplasty cases. This described complication concerned only the left side. The augmentation cannula could finally be drawn with the trocar with great effort. The tip of the augmentation cannula stuck in the middle of the cemented part. The vital signs of the patient were not affected at this time. In an early phase of the kyphoplasty process on this patient, the surgeon perforated the front edge during the application of the ram. It was recommended to discontinue the augmentation process in this case, the surgeon heard and understood the advice, but specifically elected for an augmentation. During the augmentation phase, there was a significant leakage through the perforated area. The x-ray is evidence of a clearly visible leakage through the front edge. The vital signs of the patient were not affected at this time. No significant prolongation of surgery was reported. Three x-rays were reviewed by the medical director with the following results: x-ray 1: it¿s difficult to tell if this is an ap or lateral view because of the quality and also most of the anatomical landmarks are not present in this zoomed view. However, based on the description, it seems like a lateral view, if that¿s true, this image is demonstrating both the broken piece of cannula tip and the anterior leakage of bone cement. X-ray 2: this is an ap view with cannulas entered into the vertebral body from both sides and bone cement injected through both cannulas to the vb, no clear evidence to support bone cement leakage from this view. X-ray 3: this is an ap view, bone cement appears inside the vb on both sides. No clear evidence to support bone cement leakage from this view. (Its¿ not clear if there is any foreign material inside the cement, need to refer to complaint description). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was performed. Neither a manufacturing nor design related failure could be detected. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.